Manufacturer narrative:
Summary of evaluation: evaluation could not be performed. Device not returned to howmedica rutherford.

Event description:
The hip stem was revised. The reason for the revision is unknown at this time.